Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2016-03070. It was reported the patient experienced a change in stimulation. Reportedly, stimulation could be felt in her ribs. Subsequently, the patient was scheduled to have the system interrogated. Follow-up identified surgical intervention was scheduled as the next course of action. Moreover, surgery took place on (B)(6) 2016 during which time the leads were repositioned to a lower level. Stimulation was restored postoperatively and the issue resolved. Both leads are being reported as it's unknown which lead has the issue.